Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qbmhze, and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what does "sutures have ripped" mean? Does it mean the suture broke? How many sutures broke during use on the patient #2 in this single procedure? What tissue was being approximated or sutured? What was used to complete the procedure? Procedure name? Please provide a device return status?

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that during use, the suture ripped before it was even finished being tied. There were no patient consequences reported. Additional information has been requested.